Event description:
The customer reported image is white noise during inspection for use, involving an olympus colonovideoscope. There was no patient involvement

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.